Event description:
Bilateral submammary breast augmentation 16 years. Replaced 4 hrs later with silicone gel implants in subpectoral position. Implants have migrated superiorly. Right implant higher than left. Also has unused mass on medical aspect left breast 5cm x 2cm. Class iii capsule right. Class IV capsule on left with possible rupture on left breast tenderness present. Pt underwent bilateral capsulectomy with implant removal. Right implant intact. Left implant was ruptured within the capsule. Pt augmented with bilateral silicone implants by mentor.